Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during a laparoscopic appendectomy under intravenous general anesthesia and tracheal intubation the insufflator malfunctioned, with a black screen and an alarm. The procedure was converted to an open abdomen appendectomy and completed. There were no reports of patient harm. After inspection by the hospital engineers, it was found that the electrical components on the machine motherboard were damaged. The device was repaired and is now in normal use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "shifted to laparotomy." And the phenomenon "screen went off and alarm sound beeped." Occurred due to faulty electrical parts on boards. However, the subject device was not returned and the root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no delay in the surgery and no injury caused to the patient. The patient has been discharged from the hospital after recovery. The surgery was therapeutic for appendicitis.